Event description:
Same case as: 2134265-2015-00105 and 2134265-2015-00107. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to visualize the unspecified lesion. During procedure, the liquid crystal display (lcd) has a normal display. However, motordrive unit failed to perform automatic pullback. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).